Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, the reporter contacted lifescan (lfs) USA alleging that the patient¿s onetouch ultramini meter was reading inaccurately high compared to his feelings and/ or normal results. The complaint was classified based on customer service representative (csr) documentation as well as additional information obtained by a senior csr during a review of the initial call recording on the advice of the medical surveillance specialist (mss). The reporter claimed that the alleged product issue first started at 8am on (B)(6) 2019, when the patient obtained the alleged inaccurately high result of ¿176 mg/dl¿ with the subject meter compared to his feelings and/ or normal results. Meter to feelings/ normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient manages his diabetes with ¿basaglar quick pen, toujeo and metformin¿ (exact doses not specified) and it was reported that, in response to the alleged inaccurately high result obtained, the patient took his normal dose of medication. The reporter claimed that at an unspecified time, after the start of the alleged product issue, the patient began to develop the symptoms of ¿confusion, tremors, slurred speech, weakness of the body and diaphoresis¿. After developing these symptoms, the patient visited his doctor who sent him to the emergency room (ER). It was reported that while at the ER (at 2:20pm on the same day the product issue started) the patient received healthcare practitioner (hcp) treatment in the form of ¿IV glucose and a meal¿. The reporter also claimed that upon arrival at the ER the patient had a laboratory blood glucose test performed and the result obtained was ¿28 mg/dl¿.during troubleshooting, the csr verified that the subject meter¿s unit of measure was set correctly at the time of testing. The csr was unable to obtain any further information from the reporter while troubleshooting as the patient was not with the reporter at the time. The csr was unable to walk the reporter through a control solution test as she did not have any control solution. Replacement products, including control solution, were sent to the patient/ reporter. This complaint is being reported as the patient reportedly developed signs and symptoms suggestive of a serious injury adverse event and received hcp treatment for an acute low blood glucose excursion after obtaining an alleged inaccurately high blood glucose result with the subject meter.